Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy evaluation was performed with file kit material of lot 92117q100 and using a cea panel. The testing met the accuracy requirements which indicated that the lot was performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Event description:
The customer states that a patient sample processed using the axsym cea assay generated a potentially falsely low result of 6.3 ng/ml. The sample yielded reproducible higher results when tested using alternate methods; architect cea: 50.8 ng/ml and roche modular: 52.4 ng/ml. No adverse outcomes were reported related to this issue.